Event description:
Additional information received approximately a month later via the consumer reported replacement of the patient programmer had not resolved the poor communication. The patient was told the programmer was not programmed to the patient's implantable neurostimulator. The patient had an appointment friday, (B)(6) 2016 with the physician and the representative to try and resolve the issue. The patient was having frequency again and even had an accident since this had begun. Additional information received (B)(6) 2016 via the consumer reported their original programmer "miraculously" began working again.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported a poor communication screen on patient programmer (pp). Patient was instructed to unplugged antenna , placed pp directly over implantable neurostimulator (ins), on skin but this did not resolved the reported issues. Patient changed out pp batteries and pp still displayed poor communication screen. A day later, patient further reported that she received a pp and she was getting the same message on pp with poor communication screen. She tried to use pp with and without antenna and pp continued to show poor communication message. She felt a sharp stimulation a day prior and wanted to adjust setting with pp. It was indicated she was getting symptom relief from therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.